Manufacturer narrative:
This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in (B)(6), the patient experienced "reoperation." This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review was performed of the available information of the on-x prosthetic heart valve anatomic suture ring post-market study. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out (B)(6)2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. Patient 41 (as part of the on-x prosthetic heart valve anatomic suture ring postmarket registry) is a 51 year old white female. By protocol, she is the recipient of an onxan or onxane model on-x valve in the aortic position. She was in sinus rhythm preoperatively with no prior history of cardiac surgery reported. Postoperatively, she had a reoperation for an unspecified repair. According to the postoperative case report form, she did not receive a pacemaker following implant surgery. No other information is available after this observation, including an outcome, as the protocol limits adverse event reporting to 14 days postop. A "reoperation" for a "repair" is just too little information to draw any inferences. We have no indication what the repair was for. Consequently, there is no evidence that the on-x valve contributed to the event. Nevertheless, the instructions for use (IFU) recognize "reoperation" following a complication as a potential adverse event following aortic valve replacement. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, the patient experienced "reoperation." This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6)2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.